Event description:
It was reported that during a laparoscopic nephrectomy after transaction a large patch of maligne tissue the surgeon noticed that the top part of the shear had come off. The gen11 signaled "replace instrument". A new device was opened. It was possible to remove the part of the shear. No consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information the device was received with the top jaw broken off from the instrument and returned. The I blade was also broken, but returned with instrument. There are no pieces missing from the instrument, they were all returned. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw and I blade. No conclusion could be reach as how the upper jaw was broken.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.